Manufacturer narrative:
H3:product analysis of product no:(B)(4), lot no:my23c001r during the inspection at the time of acceptance, it was observed that the threads of the handle screw were deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a device used for spinal therapy. It was reported that there was a malfunction where the arm part becomes loose even when the handle part was tightened. Additional information was received from the manufacturer representative stating that the event occurred pre operatively and there was no patient involved. There were no further complications reported regarding the event.